Event description:
On (B)(6) 2018, the patient underwent treatment of a ruptured thoracic aortic aneurysm with conformable gore® tag® thoracic endoprostheses using a 22 fr gore® dryseal flex introducer sheath. The access was made from the right femoral artery. The physician felt resistance advancing the sheath, but advancement was continued. The endoprostheses were implanted was planned. Removal of the sheath resulted in dissection of the right external iliac ostium and rupture of the distal right external iliac artery. A bare metal stent (epic 10mm x 6cm) was implanted to treat the dissection, and a gore® excluder® iliac extender component (pll161007j/(B)(4)) was implanted to treat the rupture. An additional bare metal stent (epic 8mm x 4cm) was additionally implanted within the pll161007j. The procedure was finished with no further reported issues. The patient tolerated the procedure.